Event description:
I had a wright medical metal on metal hip inserted in my left hip in (B)(6) 2008. In (B)(6) 2014, I started having increasing pain. I spent the year of 2014 having numerous doctor appointments which included bone scans, mris, aspirations, and pain pills. I missed time from work after august. Many of my days were spent in tears. Finally, on (B)(6) 2014, dr (B)(6) convinced me it was time to have a hip revision. I had a three hour surgery. It resulted in a fractured femur. The metal ions had deteriorated the bone. The doctor found a yellow oil around the hip from the metal. Cysts were starting to form on the pelvis. The cup fell off because there had not been any bone growth around it. I am now 50% weight bearing because of the fracture. The recovery has been very slow. Dr (B)(6) is replacing these devices to the tune to two or more a week. I can only imaging what the average is nationwide. The cost of this will be well over (B)(6). The doctor said if I would have waited, it would have been much worse. He did one the week before that resulted in (B)(6) worth of bone grafts because the pelvis was crumbling in the doctor's hands. Wright medical is saying they are not at fault. FDA has not recalled their worthless product. I have no doubt that the revision costs nationwide are increasing at an alarming rate. Wright medical even sold out their company probably to hide from their faulty product. This has been a horrible year that resulted in a pretty rotten holiday season. I would request a review by the FDA of the product wright medical sold as a 20 year hip. They needed to be added to your recall list as soon as possible. Many patients are suffering while they take in millions on their faulty product. You can start your investigation with my surgeon who has no love lost for what wright medical has done to his patients. This is a serious problem that needs your attention as soon as possible. Thank you for your time.